Event description:
It was reported that the patient's communicator showed a red call doctor alert icon which indicates a potential change in the patient's implanted device, that was not transmitted. The communicator was power cycled and the issue was resolved, the data was able to be transmitted. Additional information was received indicating that the red alert was triggered due to right ventricular pacing impedance out-of- range recorded on 2 occasions. The impedance had been increasing gradually to the point of being out-of range. Reportedly, this patient's entire system became infected. This rv lead was surgically abandoned and the rest of the system, explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).